Event description:
The nipple broke off while impacting the actual stem. The impactor is being returned; but the tip was thrown away. There was no pt injury or delay in surgery. Date of event was 7/19/1999.